Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port started smoking when the customer plugged the pump into a power source, and the pump was subsequently unable to charge despite attempting to use multiple power sources. The charging issue led to a pump shutdown. The customer's blood glucose level was 89 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.